Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. There was no visit on site because the issue was solved by phone support: with advice from technical service on the phone, the user reset laser, recalibrated, continued treatment. The error did not return. The root cause could not be identified conclusively, because no on site visit was performed. (B)(4).

Event description:
A customer reported that the laser stopped in the middle of a procedure due to a scanner error. The laser was reset, recalibrated, and treatment was completed with no harm to the patient. Additional information requested.